Event description:
It was observed during the device inspection, that the colono videoscope plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Correction: g3 - correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was october 31, 2024. Additional information: d10, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a high-energy endo-therapy accessory was used without sufficient distance from the distal end section of the scope. The event can be detected/prevented by the following instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Operation manual_ using endotherapy accessories_ high-frequency cauterization treatment. Warning: never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.